Event description:
I used an icy hot heat therapy air activated heat patch for arm, neck and leg on the back of my neck. I put the patch on at approx 9:00 am. When I felt continuous itching and discomfort four hours later, I removed the patch to discover multiple burns where the patch had been. The burns faded about two weeks later. Dose or amount: 1 individual wrapped patch, frequency: once. Dates of use: 2008 four hours. Diagnosis: sore muscles. Event abated after use stopped: yes. Event reappeared after reintroduction: no.